Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). The reported complaint incident for "no flow/non delivery" after filling was not confirmed. Flow was readily observed at the infusor's luer and also at the needle when connected to the luer. Flow continued without stopping until the solution was emptied from the reservoir. The device performed as expected. A batch review was conducted which found no nonconformances. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that four (4) half day infusor, 5ml/hr 12pk devices would not flow during patient use. There was no report of patient injury or medical intervention. One sample is available. The device was filled with desferine and sterile water. This report will reference the sample available. No additional information.